Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016 a customer alleged that they were unable to find a patient's report however, the patient's exam was found. Merge healthcare assisted the customer and determined that the customer's exam was done on (B)(6) 2016. While the customer indicated that the exam had been reviewed and a report created, no report was located. Therefore the physician had to re-read the exam. With a report not being found within merge unity pacs as expected, there is a potential for a delay in treatment or diagnosis which can lead to harm. There was no reported adverse event to a patient due to this issue. (B)(4).

Manufacturer narrative:
The jira for this issue is open and active. On (B)(6) 2018 (B)(6) had conversation with the pacs administrator. The pacs admin reports they have migrated to a new pacs system and are no longer reading/acquiring on unity, therefore they will not be upgrading software when the jira is resolved. No further review/investigation of this complaint will be performed.